Event description:
The customer states she obtained a blood glucose result of 800 mg/dl which is outside the upper measurable range spec for the device. The meter should display hi and not provide a value of greater than 600 mg/dl. It is likely that if the customer or the customer's physician based medication dosing on the 800 mg/dl result this could have lead to a serious injury or death. No actions were taken and no treatment was based on this value. Return requested and replacement was sent.